Event description:
This ra lead was implanted on (B)(6) 2008 and remains implanted at this time. A call was placed to technical services on 9/1/2017 stating that noise was noted on this rv lead. Previous episode of noise from (B)(6) 2017 was also observed. Oversensing was also noted however, no pacing inhibition as patient has intrinsic rhythm. The following physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).